Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. The customer has indicated that the event electrode pads were discarded and they are not available for eval.